Manufacturer narrative:
(B)(6). (B)(4) (persisting back pain, pseudoarthrosis). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2008 patient underwent the following procedures: revision anterior lumbar interbody fusion l5-s1; revision application of biomechanical intervertebral device; harvest of local autograft bone for spinal fusion; intraoperative neural monitoring using the following implants: titanium mesh cage; rhbmp-2 to treat the pre-op diagnosis: pseudoarthrosis l5-s1 with recurrent, intractable low back pain. Op-notes: ¿...we then lavaged the interbody space thoroughly space with a combination of bone morphogenic protein as well as morcellized allograft bone chips. With this impacted into the interbody space. We then placed an 8 mm in diameter x 8 mm in height titanium mesh cage into the intervertebral space. The 8 mm in height cage achieved excellent interference fit, requiring a significant degree of impacting to get it securely in the l5-s1 interspace and once in the space it was rigidly in position. It should be noted that the titanium mesh cage was packed with a combination of morcellized allograft chips combined with bone morphogenic protein. With the cage recessed posterior to the anterior aspect of the intervertebral space we then packed an additional quantity of allograft bone and bone morphogenic protein in the anterior aspect of the l5-s2 intervertebral space. There were no complications throughout the entirely of the operation. On (B)(6) 2009 the patient underwent x-ray of lumbar spine ap and lateral. Impression: status post posterior fusion from l4 through s1 screws extending laterally into the ileum bilaterally. On (B)(6) 2009 the patient underwent CT of lumbar spine without contrast due to back pain. Conclusion: interval placement of anterior metallic cage device on the fifth at l5-s1 with development bony fusion/bridging across the previously demonstrated psudoarthrosis at the disk space and across the dorsolateral bone graft material at this level; no other change. Post-op, severe and unrelenting pain in his low back that radiates up his spine and down into his bilateral lower extremities. Patient has swelling, numbness and tingling in his legs and feet. Patient experiences difficulty standing and walking. Patient injuries prevented her from practicing daily life activities and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.